Manufacturer narrative:
D10 concomitant product: unknown egia su, unknown endo gia sulu; unknown-vloc, unknown vloc product, mediastinoscopic-assisted transhiatalesophagectomy (mathe) in patients with significant respiratory co-morbidities case series and review of literature / eugene kwong fei leong / current problems in surgery 63 (2025) 101649 / https://doi.org/10.1016/j.cpsurg.2024.101649. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective case study including three individuals who underwent mediastinoscopy-assisted transhiatal esophagectomy for mid to distal esophageal squamous cell carcinoma between november 2021 and april 2022 was completed. Maryland ligasure was used for mediastinal and esophageal dissection and ligation of the bronchial and short gastric vessels. Esophago-gastric anastomosis was completed using the purple stapler or was hand sewn with an unknown suture. Barbed suture was used for hiatal closure around the conduit. Potential device related complications occurred in one patient. Possible ligasure device complications include a chyle leak, anastomotic leak, and fistula formation. Interventions included diet change, lymphangiogram, attempted embolization, lipiodol injection, prolonged chest tube placement and prolonged hospitalization.